Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that a while back, after the implant, the implantable neurostimulator (ins) quit working and they tried other programs. The patient stated she was getting pains up her rectum that felt like shocks and the ins was not working at all after that because she could not feel the stimulation. During the report, the patient tried turning the programmer on but it did not turn on. After changing the batteries, the programmer turned on. The patient was able to sync, the stimulation was on set to program 3 at 0.4v the patient felt the stimulation at the correct area. There were no further complications or anticipations reported with this event.